Event description:
The surgeon attempted to insert a plate silicone lens model aa4204vf. The lens haptic tore while attempting to insert. The lens was partially in the eye, but the lens was not fully inserted. There was no patient injury.